Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was currently being treated with antibiotics for a urinary tract infection. Patient stated that although they were not sure if the urinary tract infection was related to the purewick female external catheter. Patient was not using the system at this time. They would use the purewick female external catheter again once the treatment was finished. Patient had been using this product for more than 90 days. Per follow-up via phone on (B)(6) 2022, it was reported that the patient experienced 3 urinary tract infections back-to-back. Patient was prescribed antibiotics for the urinary tract infections. It was stated that no hospitalization was needed. Patient was no longer using the purewick.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was currently being treated with antibiotics for a urinary tract infection. Patient stated that although they were not sure if the urinary tract infection was related to the purewick female external catheter. Patient was not using the system at this time. They would use the purewick female external catheter again once the treatment was finished. Patient had been using this product for more than 90 days. Per follow-up via phone on (B)(6) 2022, it was reported that the patient experienced 3 urinary tract infections back-to-back. Patient was prescribed antibiotics for the urinary tract infections. It was stated that no hospitalization was needed. Patient was no longer using the purewick.